Event description:
New information noted that programming changes were made. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely. Review of transmission revealed that pacemaker exhibited competitive pacing and far r wave over-sensing caused by post-sensed t-wave oversensing (pstwos). Programming changes were suggested but no intervention was reported. There were no patient consequences.